Manufacturer narrative:
The purpose of this supplemental report is ¿to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decrease/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a case study report titled "recurrent, delayed-onset hyphema following istent inject managed with device removal: a case report". Reportedly, following a left eye cataract plus trabecular microbypass stent system procedure, a patient presented at three (3) months postop with a two-day history of blurry vision in the operative eye (od). Upon evaluation, the patient was determined to have recurring hyphema in the anterior chamber (ac). Subsequently, the stents were removed from the right eye following hyphema recurrence with initial treatment of medical management, including a trial of atropine. Per report, the patient has remained asymptomatic without evidence of microhyphema or hyphema greater than five (5) months postoperatively. Any omitted information was not provided following reason attempt to obtain pertaining information.